Manufacturer narrative:
(B)(4) investigation summary: the reported cracked condition could not be confirmed. Examination of the returned device found the trial was damaged. The investigation attributed the damage to wear due to normal use and servicing and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Initially reported that product was cracked. Product has been received and investigated.